Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced software error. The customer reported no adverse event. The event involved product(s) mmt-6121. Troubleshooting was performed and unable to resolve with existing troubleshooting or labeled instructions,issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6121.

Manufacturer narrative:
"Analysis summary: after examining the device in teneo, it was discovered that the pump firmware remained in a 'pending' state. This situation arises when the pre-requisite message from sap experiences a delay or fails to transfer correctly to teneo. Consequently, customers receive an error message indicating that their pump is already up to date. To address this issue, an incident has been raised with the sap team in service now to manually re-trigger the eligibility message from sap to teneo if necessary. The sap team has found that the encounter is not fully released in idx since the patient program was not marked completed in periscope. This has been manually updated, and the customer should receive the "ready to update" email within 24 hours. Helpline stated that they will reach out to the customer to let them know that firmware will be ready to update once the customer receives the ""ready to update"" email. Afc code: fb36af configuration issue. Investigation completion date: 13/may/24 10:14 am. Updater app (fota). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.